Event description:
A non-healthcare professional reported that following a cataract surgery with an intraocular lens (iol) implant procedure, the patient was diagnosed with tass (toxic anterior segment syndrome). The exact timing and details of the surgery were initially unknown. The surgery was uneventful, and the patient¿s first postoperative visit showed no problems. Additional information was requested and received that the tass (toxic anterior segment syndrome) was observed two days after the surgery. At that time, the patient also experienced corneal edema and blurred vision. The patient was treated with topical medications. The current condition of the patient is unknown. There are two medical device reports associated with this report. This file is 2 of 2.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.